Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), back pain ("low back pain"), pain in extremity ("leg pain"), headache ("headaches"), obesity ("obesity"), abdominal pain ("cramps"), anal incontinence ("bowel incontinence"), stenosis ("stenosis"), candida infection ("thrush"), amenorrhoea ("amenorrhoea"), radiculopathy ("radiculopathy") and intervertebral disc protrusion ("disc herniation"). The patient was treated with surgery (essure removal). The reporter considered abdominal pain, amenorrhoea, anal incontinence, back pain, candida infection, headache, hypersensitivity, intervertebral disc protrusion, metal poisoning, obesity, pain in extremity, pelvic pain, radiculopathy, stenosis and swelling to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), back pain ("low back pain"), pain in extremity ("leg pain"), headache ("headaches"), obesity ("obesity"), abdominal pain ("cramps"), anal incontinence ("bowel incontinence"), stenosis ("stenosis"), candida infection ("thrush"), amenorrhoea ("amenorrhoea"), radiculopathy ("radiculopathy") and intervertebral disc protrusion ("disc herniation"). The patient was treated with surgery (essure removal). The reporter considered abdominal pain, amenorrhoea, anal incontinence, back pain, candida infection, headache, hypersensitivity, intervertebral disc protrusion, metal poisoning, obesity, pain in extremity, pelvic pain, radiculopathy, stenosis and swelling to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), back pain ("low back pain"), pain in extremity ("leg pain"), headache ("headaches"), obesity ("obesity"), abdominal pain ("cramps"), anal incontinence ("bowel incontinence"), stenosis ("stenosis"), candida infection ("thrush"), amenorrhoea ("amenorrhoea"), radiculopathy ("radiculopathy") and intervertebral disc protrusion ("disc herniation"). The patient was treated with surgery (essure removal). The reporter considered abdominal pain, amenorrhoea, anal incontinence, back pain, candida infection, headache, hypersensitivity, intervertebral disc protrusion, metal poisoning, obesity, pain in extremity, pelvic pain, radiculopathy, stenosis and swelling to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of product technical complaint. (B)(6) 2022: case category updated to potential legal. (B)(6) 2022: follow-up accepted. No new information updated. (B)(6) 2022: no new information updated. (B)(6) 2022: ha number reported. (B)(6) 2023: no new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.